Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both the valve and the catheter are permeable. Computer controlled test: to test the opening pressure, we use a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. The results show that the valve operates within the accepted tolerance. Results: finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of a defect. The shunt assistant operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily caused the suspected malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient information: unknown. Implant date: unknown. Explant date: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional: the patient was implanted with a child's adjustable pressure shunt tube three months ago. The gravity valve is placed on the abdominal end. The patient was later admitted to the hospital for emergency treatment. After consultation it was decided that the gravity valve was the issue. Removed from the facility; it is unclear if the device was explanted. Additional patient information has been requested. When additional information is received a follow up report will be submitted.